Manufacturer narrative:
Cloud data was reviewed for the date of occurrence, (B)(6) 2025. Review of the cloud data found 7 bolus records from the date of occurrence. The data shows that each bolus was completed, delivering the total programmed volume. Review of the patient history buffer confirmed that the pod's pulse count increased by the bolus amount each time a bolus was delivered, indicating that the full bolus amounts were received. While the available data shows evidence of boluses being successfully programmed and delivered, it could not be determined if the user was unable to deliver a bolus on the date of occurrence. The cause of the reported event could not be determined.

Event description:
The patient reports that after eating lunch he tried to bolus, but did not receive the bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.